Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreased sensing. The impedance and threshold measurements were unchanged. During the lead repositioning procedure, infected material was noted in the pocket. Therefore, the entire system was explanted. No adverse patient effects were reported.